Manufacturer narrative:
(B)(4) follow up for device evaluation it was reported there were small black specs in the hub of the needle. To aid in the investigation, six samples were received for evaluation by our quality team. Five samples came in sealed packaging blisters and one sample came in an opened packaging blister. A visual inspection was performed with 10x magnification, and there are black specks of embedded degraded resin in the needle hubs. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 305197, lot 3236032. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received ¿ how was treatment completed for customer? Unknown ¿ previously provided this lot #327186p not matched. Please provide correct lot number. Lot 3271861 ¿ when did the incident occur? (B)(6) 2024 ¿ account name ¿ date of event: (B)(6) 2024 ¿ 3 lot number effected same date of event or different. If different please provide dates. All identified on the same day ¿ did the event directly, or indirectly involve a patient or user? Needles are used to make IV medications - discarded and sequestered all impacted needle lot numbers and switched to a different manufacturers product ¿ please confirm whether there was any patient impact. Unknown ¿ any physical sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? (B)(6) material #: 305197 batch#: 3236032 ,2244959, 3271861 it was reported by customer that 16g bd needle containing small black specs in the hub of the needle. Verbatim: complaint received via email(s) attached. 16g bd needle containing small black specs in the hub of the needle.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative

Event description:
Material #: 305197 batch#: 3236032 ,2244959, unknown it was reported by customer that 16g bd needle containing small black specs in the hub of the needle. Verbatim: complaint received via email(s) attached. 16g bd needle containing small black specs in the hub of the needle.